Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil was not detachable, so it was detached inside the catheter while being removed. The coil was removed from the catheter. The devices were prepared as indicated in the IFU. There were no surgical or medicinal interventions required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil. The physician attempted to detach the coil twice with the instant detacher and twice with the manual method. Two instant detachers were used. The physician did not rotate the delivery pusher during procedure. A continuous flush was administered during the procedure. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right acom with a max diameter of 3mm and a 1.5mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. Ancillary devices include: fubuki 8f guide catheter and a headway 17 microcatheter.

Manufacturer narrative:
H3: as found condition (condition of returned device): an axium prime coil was returned for analysis within a shipping box and within a sealed biohazard pouch. The headway 17 catheter used during the event was not returned. Visual inspection/damage location details: the headway 17 micro catheter has a labeled ID (inner diameter) of 0.017¿, as per an online source. Per axium prime coil IFU (instructions for use): ¿axium prime detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-0.017¿ with two marker bands.¿ therefore, the headway 17 micro catheter was found to be compatible for use with the axium prime coil. (Pli-10) the axium prime pushwire assembly was returned within introducer sheath. The axium prime pushwire was found to be bent at ~7.7cm, bent within introducer sheath at ~82.6cm and at ~146.8cm from proximal end. The implant coil was found to be still attached. The implant coil appeared to be damaged within introducer sheath. The axium prime pushwire assembly was then removed from the introducer sheath. The coin was found to be still against the lumen stop. The implant coil was found to be stretched and damaged. No other anomalies were observed. Conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was unable to be confirmed as the axium prime was returned with the implant still attached. A possible cause for premature detachment is the coil not being retracted in a one-to-one motion with the implant pusher during repositioning. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.